Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported noise from the monitor during a therapeutic laparoscopic inguinal hernia procedure involving an olympus camera head. The procedure was completed with a similar device. There was no patient injury reported.